Manufacturer narrative:
All parts reported for this event were returned for the complaint of a revision as a result of a functional deformity. A visual inspection of the implant and the patient¿s scans confirms the complaint. The most likely underlying cause of the complaint is patient¿s condition. There are no indications of a manufacturing defect. Under warnings in the IFU (instructions for use), it is stated, ¿do not use in children. The total tmj replacement was designed for skeletally mature patients." This statement forewarns about using this implant on patients that are still in the process of growing. The patient was approximately (B)(6) at the time of implantation. This is report 5 of 6 for the same event. Reports 1 through 4, and 6 are reported on MFR #0001032347-2016-00029-1 through 0001032347-2016-00032-1 and 0001032347-2016-00034-1.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report five of six for the same event, see also 0001032347-2016-00029 through 00032, and 00034.

Event description:
The doctor reported a revision as a result of functional deformity. Patient received the biomet implant due to functional deformity of the tmj. Patient had a revision surgery on (B)(6) 2015 with the following pre-op diagnoses: goldenhar's syndrome, right tmj fossa defect, mandibular asymmetry, and malposition of tooth #5. The procedure removed the right fossa and the reconstruction was done with a custom concept fossa prosthesis. It was verbally reported that "the biomet prosthesis was loose in place...related to the baseline condition of this patient...being necessary the reconstruction with a custom device..."